Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 primary unique device identifier (UDI) number h4 device manufacturer date d9 device returned to manufacturer general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: 381925 software version: m030003 hours of operation: 24848 further information: n/a investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-10-31 were investigated. A space line was selected and the infusion started with a rate of 68,58 ml/h and a volume of 240ml over 3 hours and 30 minutes at 13:08pm. During the infusion, the upstream alarm occurred, two times. The reason for the upstream alarm could not be clarified. The infusion was continued. At 16:22pm the infusion was stopped and the line was extracted. At this time, 217,35ml was infused. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-051) on the lower housing were intact and undamaged. The device is slightly dirty but no visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,50%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled, and the inside was investigated. Inside the device was slightly dirty and a liquid damage on the mainboard was found. No other damages were found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: staff nurse a reported that patient a didn't receive the complete amount of blood in the bag due to suspected faulty pump. 240 milliliters (ml) blood transfusion commenced at 11:45 at a rate of 68.58 milliliters (ml). Whist doing the clinical observations at 15:00 staff noticed that the bag still has nearly half bag of blood. The volume to be infused is displayed on the pump as 22.65 milliliters (ml). Staff nurse a changed the pump and continued with infusion at a higher rate for the remaining 25 minutes of time. Still approximate 100 milliliters (ml) blood had to be disposed. Staff nurse a reported the pump didn't make any alarm to alert staff and the blood was infusing through the chamber in the giving set. Staff nurse a reported the incident and blood bank was made aware. The asset ID of the pump noted in the ward diary dated (B)(6) 2024 and the pump reported to the estates. Traceability form completed and sent to the blood bank. No patient complications were reported as a result of this event.